Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to patient experiencing urinary retention and incontinence. At the time of revision, the physician planned to replace the existing cuff with one of a larger size. However, the urethra was found eroded so the existing components were explanted without implant of a new device. No further patient complications were reported.